Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (03/05/2015). The patient¿s test strips have been returned on 2/24/2015 and evaluated by lifescan product analysis on 2/24/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 02/18/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (02/18/2015).the patient¿s meter has been returned on 2/3/2015 and evaluated by lifescan product analysis on 2/5/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2014 at 6:00pm. The patient reported obtaining a blood glucose reading of ¿12.7 mmol/l¿ with the subject meter. The patient stated that he manages his diabetes with unspecified doses of humalog and lantus insulin. The patient reported administering an increased dose of 32 units of humalog insulin in response to the alleged inaccurate reading. The patient claimed that at 12:45am the following morning, ¿his wife could not wake him up.¿ in response to this symptom, the patient stated his wife treated him with a glucagon injection and then he consumed 2 glasses of orange juice when he woke up. The patient claimed he tested his blood glucose on the subject meter when he woke up and a blood glucose reading of ¿2.8 mmol/l¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue began.